Event description:
It was reported that during a ureteral stenting treatment procedure, a tip detachment occurred. The percuflex ureteral stent was placed in the patient and the suture was pulled to form the pigtail. Fluoroscopy showed part of the stent had detached and was free in the kidney. The stent continued to drain properly. The radiologist felt that the stent fragment could be removed through the existing port. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).